Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the erbe generator would not power on. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed/replicated the reported complaint on the erbe. The unit could not be powered on. The complaint regarding erbe power issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the clinical sales representative (csr) called the technical service engineer (tse) and conferenced the customer into the call. The customer reported that the erbe generator would not power on. The customer tried different power outlets and replaced the power cord and fuse, but the generator would not power on. The customer switched to a force triad generator to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
On (B)(6) 2023, failure analysis confirmed there was an issue with the power supply of the integrated electrosurgical generator unit (iesu), which affected the main fuse socket. The iesu powered on after replacement of the affected parts.

Event description:
Refer to h10/h11 for follow-up information.